Event description:
Needle broke-off in consumer's stomach. Consumer went to the ER and had 8 x-rays taken and could not find the needle. ER gave a prescription for keflex to consumer.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.